Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. A follow-up endoscopy was performed on (B)(6) 2011, in an attempt to locate and remove the device, but was not successful. Following the endoscopic examination, two x-rays were performed, and reportedly revealed the device in the small bowel. Olympus was informed that there had been no procedure scheduled to have the subject device removed. The device referenced in this report was not returned to olympus for evaluation. The cause of the reported phenomenon could not be conclusively determined, however, the patient's anatomy cannot be ruled out as a contributory factor. This report will be supplemented if significant and relevant information become available at a later time. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that following a diagnostic capsule endoscopy, the subject device remained inside the right lower quadrant of the patient's small intestines. There was no report of patient harm. Olympus was informed there was currently no procedure scheduled to remove the device.